Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
Correction: mentor neglected to report the updated explantation date. It was initially reported that the patient underwent explantation on (B)(6) 2020. New information received states that the patient underwent explantation on (B)(6) 2020. On 29-jun-2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced deflation in the breast implant. Two devices were received for analysis. During the visual evaluation of both samples, no apparent damage or anomalies were observed. Leak testing was performed in both devices in accordance with mentor procedures and no leak sites were detected. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Deflation complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. On 30-jun-2020, mentor became aware that the patient had her explanted breast prostheses replaced with mentor memorygel breast implant 260cc gel breast prostheses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: breast prosthesis deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent an unspecified breast augmentation procedure with an unspecified mentor saline breast prosthesis that deflated after implantation. The patient noticed that one of her breast implants was leaking and felt loose. As a result, the patient underwent bilateral explantation on (B)(6) 2020.